Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was very confusing to speak with. The reason for call was pt reports since implant, problems finding the right setting that works to help their intermittent bladder symptoms leaking when they stand up after urinating, still using pads, feeling stim in the top of their butt crack, severe headache when they were using program 3 and one of the programs made their symptoms even worse, the urine was just pouring out. Pt said they have been working with the medtronic rep, who met with them at the doctor's office on feb 28th, who went through all their programs with them, changed them from program 4 to program 5 at 1.9 and told them to stay on it for a month. Pt also reported rep told them at that appointment, their stimulator had been turned off since february 7th. Pt said rep turned it back on but did not know why stim had been off. Pt said it does not make sense that stim was off because they kept charging records and during that time they were charging every week and they noticed the ins battery level dropped every week after they charged it. Pt said on feb 6, they started at 70 percent and charged to 100, on the 14th it was at 60, the 22nd it was 70 and on the 28th it was at 60, they always fully charge. Pt said during that time they did not use their control equipment to make any changes, so does not think they turned stim off accidentally, they did not turn stim off for any medical tests. Pt said they wonder if they don't have something defective. Worked with pt to use the control equipment to check their setting, they were on program 5 at 1.9 stim was on. Consulted with tech support about ins battery level dropping while stim is off and reviewed with pt we don't expect what they described, recommended continue to track their recharging data andasking rep to meet and pull the logs. Pt also reported their recharger never makes the ascending tone when they are recharging their ins when the handset shows they are 100 percent charged and they have had a problem a couple of times when they put it on the charger, charged the charger, but then it went dead. Troubleshooting was very confusing. After several tries to connect the handset and charger, recommended pt ensure the communicator was powered down. Pt restarted the charger and the handset and was successful to connect the charger and handset but then reported the handset showed the recharger battery was at zero percent. Clarification revealed they did not regularly recharge the charger, they left it on the dock however the dock was not plugged in. Reviewed they can leave it plugged into ac power all the time. Pt plugged the equipment in, will allow it to become charged and leave it plugged in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient left a voicemail stating they are having problems with their stimulator and getting pain from it and they cannot get answers from anyone. Patient reported for the past week and a half they have had pain from the implant site all the way down the leg which patient described as nerve pain. Patient reported it occurred last night while they were charging but specified it is not only when charging that they experience pain. The pain kept patient up all night and patient finally turned the interstim therapy off this morning. Patient is still experiencing the nerve pain even with therapy off. Patient feels their managing physician is ignoring them and said the pain could not be caused by the interstim. Patient provided conflicting dates regarding when pain started. Patient stated it started 3 weeks ago after patient saw the manufacturer representative (rep). Patient reported they are waiting on results from technical services but could not provide further details and was very difficult to follow. Reviewed role of technical services with the patient. Recommended patient follow up with managing physician to discuss their symptoms and appropriate interventions. Patient reported no falls or traumas but stated they think the ins might be moving. P atient stated they had several blood clots following the interstim implant which patient believes occurred as a result of pelvic surgery but their managing physician said was not related to the interstim implant. Additional information was received from the manufa cturer representative (rep) stating that patient just really needed to speak with someone as her device wasn't working right and she has pain going down her leg.

Event description:
Additional information was received from patient. They reported that symptoms have not been controlled since implant date. They stated they have never been able to go without pads. Patient reports meeting with manufacturer representative (rep) on 3/14 and while connected to ins, record showed device was off the month of february and device had not been charged. Patient states they have a record of charging ins and ins has never depleted. Patient also mentioned hcp took x-rays of the device and found it was placed correctly and no issues with implant. Patient states has trialed all programs on device. Patient increased therapy strength on the call. It was reviewed additional programs can be added to implant. Patient will maintain stimulation level and will continue to track symptoms. Notifying field staff of situation or request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called in to ask why their healthcare professional (hcp) placed their ins in the wrong spot. Patient states they keep sitting on it and it's way down farther than it should be. Patient confirmed this was already reported and is causing nerve pain. Patient states because of this the hcp had them taking gabapentin at night and hydrocodone during the day. Patient states they then would have issues with constipation because they were taking this. Patient also mentioned this device is not working and is peeing themselves. Patient states none of their programs has ever worked more than a week. Patient states they are meeting with the manufacturer representative (rep) and hcp on may 19th at 8:45am to have additional programs added on to try. Patient states nobody ever told them this was an option. Patient further reported that they had to go back in 2 times after the surgery in october because their dressings were so saturated with blood and mentioned getting blood clots 3 months later. Troubleshooting was unable to be performed as no further troubleshooting could be done. The patient was redirected to their hcp to further addres s the issue. Moreover, the patient reported a recharger service code. They stated when they are charging their implant, they get an error code but as soon as they go to look at it, it starts charging again. Patient states this has happened the last 4 times they've charged their device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the rep said usage graphs and event logs checked today show nothing from may 3rd. Rep wanted to know what this means. Tss reviewed the ins likely depleted and was never turned back on. Rep said pt charged ins since then but thought that stim turns on automatically once charged. Tss reviewed this is not the case and pt's need to turn on manually after charging from depleted. Rep also mentioned this pt is difficult as she demanded to be implanted even though she did not have a successful trial. No patient symptoms reported. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that with regard to the ins being placed in the wrong spot, the patient brought this up during appointment with their doctor. The doctor told the patient that based on an online photo, the patient could not assume that their device was in the wrong position. That was all of the discussion related to the position of the ins. It was unknown if the device was in the wrong position and the cause was unknown as well. The rep also reported the patient was reprogrammed with custom programming and no further action beyond that had occurred. The rep was unsure if this resolved the reported issues. The device remained implanted at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause was not normal battery depletion. The cause of the device not working was not determined. No steps were taken to resolve the issue. The patient was not made aware of any results. It was unknown if the issue was resolved. Device replacement or removal was not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). In response for clarification of the statement "the pt said they wonder if they don't have something defective" the rep reported that the patient was concerned because when they looked at their usage graph it showed that their device was off for the majority of february and the patient said they were sure it was on.. The cause of the stim being off and the ins battery level dropping while stim was off was unknown. The patient said they did not know and claimed that it was never off. The rep met with the patient and pulled logs and sent them over. The patient confirmed that the they know how to charge and turn the device on/off, etc.. The patient thinks that if it was turned off, then it is defective. It all seemed to be working fine from what the rep could see. The cause of their recharger never making the ascending tone when they are recharging their ins when the handset shows they are 100 percent charged and they have had a problem a couple of times when they put it on the charger, (charged the charger) but then it went dead was unknown.